Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported to boston scientific corporation that an orbera balloon was attempted to be implanted on october 14, 2023. After the balloon was introduced into the stomach it was not possible to inflate the balloon. The leakage from the connection between the balloon and the catheter was visible. The balloon was removed during the procedure. The procedure was not completed and was rescheduled. The date of the rescheduled procedure is unknown. There were no patient complications reported as a result of this event.